Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the line had been placed approx 6-8 weeks ago and was being flushed in the community when it reportedly started to leak saline from the insertion site . The patient returned and the line was removed and showing kinking on removal? Split .